Manufacturer narrative:
Patient information was not provided. The event is not due to a product defect or problem with this specific lot. Cavilon no sting barrier film was used with diathermy. The IFU contains warnings that cavilon no sting barrier film is highly flammable until it has completely dried on the skin and vapors have dissipated, to allow the product to dry for a minimum of 90 seconds before using any device that could provide a source of heat or ignition, and to not use near fire or flame, heat, sparks and sources of static discharge, and to not use near ignition sources or heat-producing devices and to use in a well-ventilated area.

Event description:
A 3m sales manager in (B)(6) reported that a patient experienced burns to the skin following use of 3m¿ cavilon¿ no sting barrier film with diathermy.